Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate of 1818910-2020-07728. 1818910-2019-112840 is being retracted as it is a report duplication. 1818910-2020-07728 will be kept for investigational purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibia component at the cement to implant interface. Competitor cement was used, it was also reported that the femur was also revised and patella was retained. Doi: (B)(6) 2016; dor: (B)(6) 2019; left knee.